Event description:
According to the reporter, intra-operatively, when the surgeon was about to fire the fifth reload, the reload broke at the point where it connects to the adapter. The surgeon was unable to remove the broken reload piece from the adapter. A loud noise was heard when the reload broke. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot # n4g1753y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (model #, catalog #, expiration date, lot #, unique identifier (UDI) #), g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.